Event description:
It was reported that the patient and company rep met at the doctor's clinic, and all of the device impedances were over 4000 ohms. It was reported that the device quit working when the patient had a fall. The new implant procedure has not been scheduled yet. Additional info has been requested.

Manufacturer narrative:
(B)(4).